Manufacturer narrative:
(B)(4). Batch # 323a08. Additional information was requested, and the following was received: please provide a picture (if available) : no picture is available. Did any pieces fall into the patient? Unknown but no pieces were left inside the patient. Will all pieces be returned with the device? No further information is available. Device analysis: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ntlc75 device was returned with the right bearing detached and no present, the left bearing was present and in position within the saddle pin and with a reload present. The reload had the proximal 5 drivers up and the remaining drivers down with staples present and swing tab in the locked position. Further investigation shows that the shroud was noted damage on the same side of the detached bearing. The damage noted was a scratch. No damage to the saddle pin was noted. The reload swing tab was reset in order to fire the device. The device was tested for functionality with the returned reload and fired without any difficulties however, the staple line at the distal end showed that one staple was malformed. The device was then tested with test reloads for functionality in the two (green - blue) staple height selector positions and achieved its firing sequence without any difficulties however, the staple line at the distal end showed that some staples were malformed when fired on the blue height selector position. In addition a tyvek was received along with the device. The damage on the shroud and the left bearing detached is consistent with an improper use of the device. It should be noted that the reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in an incomplete staple line. Please refer the IFU for proper handle of the device. It should be noted that all devices are inspected 100% for bearing presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. No conclusion could be reach on what caused the condition of malformed staple. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an open colectomy, the device could not be fired. Something like a part of the handle came off. The device was used on the colon. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.